Event description:
The user facility reported as an employee was handling minncare hd disinfectant the liquid came in contact with their eye. The employee rinsed their eye with water.

Manufacturer narrative:
The reported event may be attributed to improper handling methods by the employee. The instructions for use (IFU) states, "personal protective equipment (ppe), handlers must wear: goggles or face shield, and protective rubber gloves." The IFU give the user the following cautions when using the minncare hd disinfectant, "corrosive. Causes irreversible eye damage. Harmful if absorbed through skin. Do not get in eyes, on skin, or on clothing. Avoid contact with skin. Prolonged or frequent repeated skin contact may cause an allergic reaction in some individuals. Wash hands before eating, drinking, chewing gum, using tobacco or using the toilet. Remove contaminated clothing and wash hands before reuse. Caution should be used when applying indoors because pets may be at risk. If in eyes, hold eye open and rinse slowly and gently with water for 15-20 minutes. Remove contact lenses, if present, after first 5 minutes, then continue rinsing. Call a poison control center or doctor for treatment advice." A 3-year complaint review reveals this to be an isolated occurrence. No other issues have been reported.